Event description:
Child coding -- bag came apart (the mask came off the valve).

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The user-facility provided a photograph of the device and by examination of this photo it appears that the locking c-ring may be installed backwards thus the installation of the swivel port could have inverted the locking c-ring causing a firm fit which would fail if pulled. The appearance from the photograph is not conclusive and an evaluation of the actual device would be required. The user-facility would not release the device to us for a complete evaluation.